Manufacturer narrative:
The visual evaluation showed that the posterior struct broken, axix gone and possibly thread is stripped on. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to information provided by the customer the posterior struct broken, axix gone and possibly thread is stripped on one side. No fall, no injuries.